Event description:
The facility representative reported an infusor pump with a condition of "missing screws". This condition occurred during programming/setup in the or. There was no patient injury or medical intervention necessary according to the hospital representative. No patient involvement was reported. Baxter quality engineering determined the reported condition to be a syringe holder issue. No additional information is available.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of an infuso.r. Pump with a condition of missing screws was confirmed during product evaluation. The root cause is unknown. The syringe cover screws and mounting plate screws were replaced to fix the reported condition. Baxter will continue to monitor similar reports to determine if further actions are required. If additional information is received, a follow-up will be submitted.